Manufacturer narrative:
Device evaluated by MFR: the promus element ous, mr, 3.5 x 38mm stent delivery system was returned. A visual examination of the crimped stent showed stent strut rows 13 and 14 from the proximal end of the stent are lifted and bent back in a distal direction. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The stent outer diameter of the undamaged section was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon wings showed that the folds were tightly wrapped and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found no issue. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 34x3.5mm, concentric and de novo target lesion was located in the mildly calcified left circumflex artery (lcx). A 3.50x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion and was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 34x3.5mm, concentric and de novo target lesion was located in the mildly calcified left circumflex artery (lcx). A 3.50x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion and was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.